Event description:
During an l1-l4 plf procedure on the back table, the threads broke on the holding sleeve while the scrub tech loaded the screw. The holding sleeve did not break during implantation, and had no impact on the patient or the procedure. Another holding sleeve was used for the procedure. In addition, during a concurrent l3-l4 plif procedure, the surgeon was cleaning the disc space with the 11mm intervertebral disc shaver and the tip of the shaver broke off in situ. All fragments were retrieved with no harm to the patient. The surgeon used another shaver to complete the disc space preparation, and placed the implant successfully. The surgeon completed the surgery with no further problem. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Product development engineer evaluated the device and indicated the distal tip of the outer sleeve shows severe damage to the threads. The distal threads failed at the minor diameter. The outer surfaces just proximal to the threads show wear. The other components are in satisfactory condition. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. The condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. An internal corrective action has been opened to address the root cause of the issue. The design risk assessment was reviewed and found to be adequate for the intended use.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.